Manufacturer narrative:
Follow-up # 1 ¿ (01/19/2015), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 1/7/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have external flash memory failures. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the healthcare professional/reporter in (B)(4), a pharmacist, contacted lifescan to report the onetouch verio pro meter was giving the error 1 error message. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014, the patient obtained the error message error 1 on the reported meter; he was unable to obtain a blood glucose reading. The patient took no actions due to the reported meter issue. On (B)(6) 2014, the patient experienced the symptom of dizziness; he did not seek any medical attention or treatment. The patient manages his diabetes with lantus insulin and the oral diabetes medication diamicron (gliclazide). The issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptom was not indicative of severe injury and he denied seeking medical attention. However, as the meter issue was not resolved with troubleshooting this complaint is being reported.